Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed with the naked eye and with magnification and there were no issues with the sealing surface or the threaded area of the adapter. Functional integrity testing was performed by connecting the patient adapter to an in-lab titanium adapter and there were no connection or disconnection issues observed. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between the minicap transfer set and the titanium adapter; further described as "transfer set was unable to fit tightly with the tenckhoff catheter." This was identified before use of the device for peritoneal dialysis therapy. The titanium adapter had not been replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.